Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the insulin pump has a blank display. The customer stated she was using the pump and then suddenly the pump went dark. The customer also stated before low alerts did not work properly and sometimes it takes time for the keypad to light the pump. The insulin pump will not be returned for analysis.